Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on (B)(6) 2012. The suspected strip lot #d6150818-2 was manufactured on 08/18/2015 and expired in 08/2017. Okb tested the retain strips (same strip lot number: d6150818-2). The control solution tests for level low were 67/66 mg/dl; for level high were 287/271 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 11:00 am due to inconsistent low readings from the prodigy meter. The end user was continually receiving low blood glucose readings and experienced dizziness, was light headed and felt like he was going to pass out. The paramedics were called and his blood glucose at the time of the event was 96 mg/dl. The end user performed one additional blood test and the result was 119mg/dl prior to the paramedics arriving. Several attempts were made to gather additional information in regards to the medical event. No further information could be obtained.